Event description:
Our affiliate is reporting that during a shoulder repair, a portion of the distal tip of an expressew ii suture passer broke off into the pt's joint space area. For whatever reason, the fragment was not retrieved from the body. However, the repair was successfully completed without further incident or harm to the pt.

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device towards conducting a root cause failure analysis. The results of the eval will be the subject of the follow-up report.